Event description:
It was reported that the patient complained of shortness of breath on exertion. The ventricular lead was found to have no capture and the thresholds showed an acute increase shortly after implant. The lead was attempted to be repositioned, but the helix could not retract. The physician capped the lead and implanted a new lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.